Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent occluder was implanted in a patient during an aui evar for a ruptured aneurysm. It was reported during the index procedure, it was observed the occluder was past the expiry date. The device was part of the hospital stock and was not medtronic consignment stock. The device was used as it was an emergency case and no other device was available. Per the physician the cause of the event was due to the expired device not being removed from the shelf by the hospital. No additional clinical sequelae were reported and the patient is fine.